Manufacturer narrative:
Based on the information provided by the customer, the alleged drop distance was estimated to be approximately 10 inches. Following the incident, the involved device was inspected by both the customer¿s staff and the arjo field service technician. None of the inspections were able to duplicate the reported scenario. The lift operated correctly, and no malfunctions were identified. The lift is equipped with an automatic stop function that prevents the lifting arm and mast from lowering onto a person or a hard surface. Both safety functions are required to be tested weekly by the customer¿s staff. The instructions for use (001-34290-en rev. 2, issued dec 2024) specifiy the following procedures: lifting arm automatic stop function: ¿lower the lifting arm onto an empty bed. The motion should stop when resistance is met.¿ mast automatic stop function: ¿while lowering the lifting arm, use your hand to push on the automatic stop trigger at the base of the mobile mast. The motion should stop when the trigger is depressed.¿ in addition, the device is equipped with an emergency stop button, which also requires weekly testing. The IFU states: ¿press the stop button while operating the lifting arm and the legs. All movement should stop when the button is pressed.¿ the root cause was not established. The reported issue could not be reproduced during inspection, and no malfunction was found. No evidence was identified indicating a design or manufacturing defect of the device. The arjo maxi move 5 device was in use for patient handling at the time of the event and was directly involved from an operational standpoint. Even it was indicated that the device slipped down the vertical mast, no malfunction or failure was identified when inspected it. The event was assessed as reportable due to an allegation that the lifting arm appeared to slip down the vertical mast while being lowered, resulting in the 2-hook spreader bar made contact with the resident¿s abdomen. No serious injury occurred.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The alleged drop distance was 10 inches. The customer stated that the lift was tested by the staff after the incident and appeared to be functioning normally. The arjo representative inspected the device and was not able to duplicate the reported scenario. The lift operated correctly, and no malfunctions were found. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported by the customer that two trained staff members positioned the maxi move lift over the resident in an attempt to connect the loop sling to the lift. They started lowering the lifting arm using the hand control. As the arm approached the resident, it appeared to slip down the vertical mast, and the 2-hook spreader bar (part of the maxi move to which the sling is attached) landed on the resident¿s abdomen. The resident sustained mild abdominal redness, with possible bruising expected. No medical evaluation or treatment was required.